Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes. Patient had been applying the gel packets to the therapy electrodes. The distributor advised the patient not to add gel to therapy electrodes. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told her to apply hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.